Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the power of the handpiece disappeared during a procedure. The handpiece was exchanged to complete the case. There was no harm to the patient.